Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. In addition, isi has not determined the root cause for the intra-operative complication experienced by the patient. A follow-up MDR will be submitted post-failure analysis evaluation. Isi has contacted the site's risk management department to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the surgeon claimed that a metal fragment sticking out from the distal end of the fenestrated bipolar forceps instrument caused a tear to the patient's mesentery. However, at this time, the definitive cause of the patient injury is unknown. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint of that a metal piece was sticking out at the distal tip of the instrument was not replicated nor confirmed. No trouble was found with the evaluation of the instrument. The instrument was placed on an in-house system and driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing of the instrument did not find any issues.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon noticed slight bleeding on the patient's mesentery. Upon inspection of the instruments used during the surgical procedure, the surgical staff noticed a small metal fragment sticking out from the distal end of the fenestrated bipolar forceps instrument. The surgeon concluded that the metal fragment from the instrument had grazed the patient's mesentery and caused a tear on the mesentery by the aorta. According to the initial reporter of this complaint, the surgeon was able to stop the bleeding by applying an unspecified anti-coagulant solution. The initial reporter indicated that no other repair of the mesentery tear was performed. The initial reporter indicated that the fenestrated bipolar forceps instrument was inspected prior to the start of the procedure and no issues were found. The instrument was in use for approximately 1 hour during the surgical procedure before the reported event occurred. According to the surgeon, he was using the instrument to move tissue out of the way. The initial reporter stated that the surgical procedure was completed and the patient was recovering well. No post-operative complications were reported.